Event description:
It was reported the device does not boot up and has a cracked case. (B)(6) 2024: it was found during evaluation that the probes connector was not fully connected to the beamformer, causing a partial image.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During evaluation, the reported issue of cracked housing was confirmed. The probe entry cover is cracked at the recessed screw hole and missing from the back enclosure. The probes connector was not fully connected to the beamformer, causing a partial image. The root cause of the failure was identified as use-related damage.